Manufacturer narrative:
The complaint device was not returned for investigation. No device malfunction was reported. Based on the review of the complaint and lot history record, no device non-conformance was observed. The patient was reported to be doing well. The aveta system user manual states: uterine perforation may result in possible injury to bowel, bladder, major blood vessels and ureter. Healthy tissue can be injured, e.g., perforation by improper use of the resecting device. Use every available means to avoid such injury.

Event description:
It was reported that a uterine perforation occurred during an aveta procedure which was first recognized hysteroscopically and then confirmed laparoscopically. The procedure was aborted and the patient was reported to be doing well.